Event description:
Patient being prepped in or suite for neurosurgery and md placed mayfield pins in patient, holding head, locked. While locking other parts of headrest, patient's head fell out of headrest causing small laceration and need for new set of pins placed. This was 2nd event in 1 week. We discovered after manufacturer investigation that we may not be cleaning product according to MFR instructions.